Manufacturer narrative:
(B)(4) no code available: upset stomach and coughing. Non evaluation: other: the initial reporter indicated the unit is working fine. (B)(4). The initial reporter did not know what was in the other load. This is one of three 3500a reports being submitted for this alleged product malfunction. Please reference manufacturer report numbers: 2084725-2009-00703 and 2084725-2009-00704.

Event description:
A report was received from the field indicating that three healthcare workers experienced human reactions related to odor emitted by the sterrad unit. The initial reporter indicated that after the cycle completes and they open chamber to remove items, there is a strong "smell" coming from the unit that they believe it to be hydrogen peroxide (h2o2). The first employee experienced coughing, light headedness, headaches, and upset stomach for approximately two weeks. Medical attention was not sought. The frequency of exposure to the unit is intermittently throughout the day. The symptoms occur when the worker is in the department and not only when the door of the unit has been opened after a completed sterilization cycle. She also experiences these symptoms when she is in the room with the unit.